Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of amikacin (120mg, route and frequency not reported) and injection of ciplox (250mg, route and frequency not reported) for peritonitis. It was reported that the patient experienced cardiac arrest, the same day the patient passed away. The cause of death was cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis event at the time of death. Pd therapy was ongoing prior to death. Antibiotic and pd therapy were ongoing at the time of death. No additional information is available.